Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-08785. The initial MDR with manufacturing report number (3003442380-2025-08785), was submitted on 15-may-2025. Upon receiving additional information, it was discovered leakage was between the tubing and the connectors. Additional information - this MDR is being submitted to include the below: h6: g (component code). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two events on (B)(6) 2025 and (B)(6) 2025 where condensation was in connector needle housing piece. The blood glucose level of the patient was high which was treated with correction bolus via pump. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.